Manufacturer narrative:
Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that during the use of the product, a "no disposable, clamp tubing" alarm went off, and the cassette became unable to be recognized. No patient injury was reported.